Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. They were not receiving any alerts or no delivery alarms. The customer's blood glucose level was 374 mg/dl. Troubleshooting was performed. They were sent a tubing clamp and was advised to call back to run the high-pressure test. It was noted that the customer had called back. They performed the high-pressure test. The insulin pump did not alarm a no delivery in less than 5.0 units. The customer also reported that they had a motor error alarm. The customer was able to complete the insulin pump rewind. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform occlusion test, excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corners, reservoir tube lip, reservoir tube window corners and battery tube threads. Unit received with minor scratched display window and case.